Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the actual device used in this incident, it was determined that there had been a recurring issue with communication to the server. A technical support specialist stopped the sync, made a backup, and cut and pasted the log into different folders for sync and waited until the station data sync logs showed "uploaded 0 changes" a couple of times, indicating that the station was uploading normally again. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, there was a recurring communication issue with the server. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.